Event description:
It was reported that when reaming for the lag screw, the guide pin becomes lodged in the reamer, and when the reamer is withdrawn, the guide pin comes out with it. This has happened an unk number of times.

Manufacturer narrative:
This report will be amended when our investigation is complete.